Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the right radial artery. The 80% stenosed, de novo target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Following predilation with an unspecified balloon catheter, a 16x2.50mm synergy drug-eluting stent was selected and advanced to treat the target lesion. Resistance was felt upon advancing and the device was not able to cross the lesion. The physician then removed the device. The procedure was completed with a 3.0x8.0mm synergy. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The 7 most distal strut rows were stretched with the most distal row just covering the distal markerband. Some struts on the two most distal rows were lifted upwards. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).